Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported "the ¿lollipop¿ tracks from the shoulder across the subclavian and will often track up if the PICC goes up the jugular but is not reliable tracking down towards the scv. It stops at the subclavian region and does not progress. The ECG is then the only sign that it is progressing in the correct direction."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the ¿lollipop¿ tracks from the shoulder across the subclavian and will often track up if the PICC goes up the jugular but is not reliable tracking down towards the scv. It stops at the subclavian region and does not progress. The ECG is then the only sign that it is progressing in the correct direction was confirmed. The lollipop indicator for the sensor does not move below the center of the display. The indicator will track upward but is not reliable to track downward. The root cause of the reported failure was identified as an internal failure of the usb cable.